Manufacturer narrative:
This report is submitted on january 19, 2023.

Event description:
Per the clinic, the patient experienced extrusion of the electrode which migrated through the skin on (B)(6) 2023. Subsequently, the patient was placed under local anesthesia on (B)(6) 2023 during the surgical attempt to push the electrode back.